Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device didn't alarm when it had an air-in-line. There was patient involvement however no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: PMA / 510(k) #. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the root cause of the reported issue where the device did not alarm when it had an air-in-line was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, and found to be operating within specification, and no issues or anomalies were observed during laboratory testing. The air in line threshold product analysis procedure were conducted to verify the device's functionality and attempt to replicate the reported issue. The suspect pump module successfully passed all tests performed. External and internal inspection of the returned devices showed no obvious issues or anomalies. All parts inspected were manufactured by bd. The event logs of the concomitant pcu were reviewed to obtain information related to the last infusion of the suspect pump module. The last infusion registered on the event logs was on (B)(6) 2025, at 12:12:03 pm. The suspect pump module was added to the concomitant pcu and assigned to channel c. A new patient was selected, and the profile used was showed to be ¿oncology.?¿. During the last infusion on (B)(6) 2025, there were two alarms related to the reported issue: one at 12:46 pm for ¿air in line¿ and one at 6:48 pm for ¿accumulated air alarm¿. No further activity on the suspect pump module was recorded on that date. The bd alaris¿ system with guardrails user manual v12.3.2 states: - air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. - the accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. - if air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue where the device did not alarm when it had an air-in-line was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, and found to be operating within specification, and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported that the device didn't alarm when it had an air-in-line. There was patient involvement however no patient harm. Although requested, additional information was not provided.